Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under therapy electrodes. The area was described as open sores and possibly infected. During a follow up, the patient's nurse reported that the irritation was fine now and that the doctor had used a dressing over the irritation.